Manufacturer narrative:
It is unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The pump was returned for evaluation, and e6 mechanical errors were found in the history. The pump correctly triggered the e6 error messages due to temporary step loss, and this can be caused by too high friction. The adapter passed the optical inspection. The returned used cartridge was visually, leak and glide force tested. Cartridge passed the visual test and the leakage test at different positions of the plunger rod. The glide force measured is in accordance with product specifications. The returned used infusion set was visually inspected and tested for flow and tightness. The test results were within specifications.

Event description:
On (B)(6) 2013, patient reported the infusion device displayed an e6 mechanical error during basal delivery. She inserted a new battery and retracted the piston rod, and the infusion device displayed another e6 mechanical error when the piston rod was advanced to 140.0 units. The correct type of battery was used in the infusion device. She removed the cartridge and noticed insulin was leaking into the cartridge compartment. The cartridge had been in use for about 2 days, and she was unable to provide the lot number or expiration date. She switched to the backup infusion device, and the primary infusion device and adapter were replaced and requested for evaluation. The cartridge and infusion set were also requested for evaluation. No physiological effects were reported, and she did not require treatment from a healthcare professional or second party to address the issue.